Event description:
The customer reported that they were hospitalized for high bgs. It was stated that the customer changed two sets. The customer informed that they had a minimal injection as well as insulin drip when they were hospitalized and would not bring their bgs down. Also the dr could not determine the cause of high bgs. Troubleshooting was performed. The programming on the pump was correct and the insulin exited. The customer's family member mentioned that the customer has a history of thyroid and seizures. A replacement pump was requested.